Manufacturer narrative:
Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: lot 9l02456 was manufactured on 11/15/2019 in the bodolay line with a total of (B)(4) ea. Complaint investigator (B)(4) performed a batch record review on 09/14/2023 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under sap material ID 1704769 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: ¿ dirty carts to transport materials ¿ dirty trays. Method: ¿ mixers with residues from previous mixtures. Manpower: ¿ inadequate transfer of materials. Manpower: ¿ inadequate electrocuting lamp maintenance. Actions were taken through CAPA tw# 1573164. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 4. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was debris remaining on the dressing". The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.